Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). Based on the provided data, a general reagent problem could be excluded because calibration and quality control were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein urine/csf gen.3 results from the cobas integra 400 plus analyzer. Patient 1 initial result was 275.03 mg/l, and the repeat result in another laboratory was 82.1 mg/l. Patient 2 initial result was 105.5 mg/l, and the repeat result in another laboratory was 68.1 mg/l.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Additional information was provided for the dates of the questionable results. Patient 1 occurred on (B)(6) 2025. Patient 2 occurred on (B)(6) 2025. Medwatch field b3 date of event was updated.